Event description:
Patient reported "implant was infected and was starting to smell like rotten flesh" and "he messed up my chest and lost my nipple". This record is for an unknown side. The device was explanted.

Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).